Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip did not deploy. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4): malformed clip, indicator wheel failure. Evaluation summary: the analysis results found that the device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was noted beyond its intended position; this issue is not related to the event description. No firing or feeding issues were noted during evaluation. A batch record review was performed and no anomalies were found during the manufacturing process.